Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 253 mg/dl. Troubleshooting was done. The customer stated that the insulin pump may have been exposed to the moisture of her body. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare pro-further reported. Vider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing

Manufacturer narrative:
No unexpected button error alarms were noted. However, the pump had no button response on the act and esc buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive keypad. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.